Event description:
A surgeon reports that the day following intraocular lens implant surgery, the intraocular lens (iol) had shifted. The lens was removed and replaced. Additional information has been requested.